Event description:
Meter name: one touch basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symtoms: none. A pt reported they were unable to test on the meter. Their meter allegedly had a test strip holder/port issue. The result on their meter was unable to test. There was no comparison. Not treated. Customer took same amount of insulin. No further info has been reported.